Event description:
A customer reported that the illumination system turned off on its own during a procedure. Following a delay or more than 15 minutes, the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the fan filter retainer and lamp. The system was then tested and met all product specifications. It should be noted that a dirty fan filter can block the air pathways causing the system to overheat and shut down. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of (B)(4) complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event could not be conclusively determined. However, a potential root cause for this reported event was determined to be a dirty fan filter. (B)(4).